Event description:
(B)(4). Event occurred in (B)(6). On (B)(6) 2020, it was reported by a child patient's mother about a broken catheter at the base of the reservoir. Further, this situation occurred at night leading to a hyperglycemia of 276 mg/dl with 0.3 mmol/l ketones which were detected in the morning. Moreover, on another occasion the catheter from the same lot broke leading to a severe hyperglycemia 506 mg/dl with 2.3 mmol/l ketones. No further information available.